Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2025. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a broken needle. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. A wire broken or detached was not found within the investigation window. The allegation was not confirmed. However, a detached needle was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.